Event description:
Philips received a complaint on the heartstart xl defibrillator indicating that the battery cannot be charged. There was reportedly no patient involvement. A philips field service engineer (fse) evaluated the device onsite and it was determined that this was a malfunction of the battery. The fse replaced the battery to resolve the issue and the device was returned to full functionality. The device remains at the customer's site. No further action is warranted at this time.